Event description:
Device returned with report of "pt's body rejected cap". Follow up with hcp revealed pt with inflammatory response at the burr hole cap. Hcp is concerned there is a problem with the cap. The area was not infected but appeared to be "some type of adverse reaction to material or something in the area." Pt had a small amount of yellow clear (serous) drainage but no signs of infection. Cap and ring removed and returned for analysis. Tissue excised and sent for pathology exam revealed foreign body reaction. Cap and ring replaced with a metal plating system, the pt is doing better and the wound healing nicely.